Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2000 sparked while it was in the leg. A vasoview hemopro kit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the bisector tip was charred and there was some tissue debris. The electrode tip insulation had melted off partially. There was no evidence of blood. A functional test was performed using a reference generator and a reference bipolar cord. The device passed the functional test during several device activations. Based upon the received condition of the device, the reported complaint was confirmed. (B)(4).